Event description:
It was reported that an m.blue plus(#fx824a) was implanted during a procedure performed on (B)(6) 2025. According to the complainant, the shunt system caused an under-drainage. The patient underwent a revision procedure on (B)(6) 2026. No patient complications were reported as a result of the revision procedure. The complained product was sent to the manufacturer for investigation. Same event as #3004721439-2026-00083.

Manufacturer narrative:
Visual inspection during the investigation, no significant deformations or damages of the components were determined. Permeability test: a permeability test has shown that all components are permeable. During the permeability test bloody liquid were flushed out. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical position. The result shows that the m.blue operates not within the accepted tolerances in the vertical position. An accelerated outflow of m.blue in the vertical position could be determined. However, the progav 2.0 operates within the specified tolerances in the horizontal position. Adjustment test: the valves were tested and both valves are adjustable in all pressure settings. Braking force and brake function test: the brake functionality test has shown that the brake function operates as expected and the braking force is within the given tolerance. Internal inspection: after dismantling of the valves, organic deposits were found inside. Results based on our investigation results, we can confirm accelerated outflow at m.blue. The deposits visible in the valve led to a change in the flow rate. Furthermore, we can confirm visible deposits in progav 2.0. The deposits did not affect the technical properties at the time of the investigation. Deposits caused by natural substances found in the body, such as protein, blood, or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic deposits can compromise the integrity of the valve. In addition, the examination of the control reservoir revealed no functional deviations or other abnormalities. The reservoir is operating within specifications. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.